Event description:
It was reported that a cartridge alarm 19 occurred during the load sequence. Customer's blood glucose was 230 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.